Event description:
It was reported to tyco/healthcare/kendall hq in 2002 that a pneumatic compression sleeve had allegedly "blew up to high and burst". The compression sleeve was removed without any patient injury.